Manufacturer narrative:
A patient experienced ineffective coverage of their pain map was reported abbott. It was determined the lead only provided partial therapy of the area. As a result, a second scs octrode lead was added to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective coverage of their pain map. The lead only provided partial therapy of the area. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein a second scs octrode lead was added to address the issue.